Manufacturer narrative:
E1: reporting institution phone # (B)(6).e1: reporter phone # (B)(6). The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse) who found that the main board was defective and needed to be replaced. A replacement main board was provided to the customer. Based on the information available and the testing conducted, the cause of the reported problem was the main board. The reported problem was confirmed. The customer was provided with a replacement main board to resolve the issue. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the intellivue mx430 patient monitor displayed a speaker malfunction error and there was no sound coming from the device. The device was not in use on a patient at the time of the event.